Event description:
Teles" tube broke. "Tubing broke off. While deploying filter. Stainless steel tubing broke off 1/2 way down. Dr tried to deploy, but filter deployed into the iliac vein. Deployed a competitor's filter (into the vena cava) successfully. No further complications reported."